Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast implant, catalog # 3502350, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that resulted in capsular contracture (baker grade iii) on the patient¿s left side. Additionally, deflation and grade iii capsular contracture were noted on the patient¿s right side. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile (catalog # 3502350) devices on (B)(6) 2018. This medwatch report addresses the left side device, with just capsular contracture. Originally, this event was reported to mentor as a unilateral deflation (right side) event. It was subsequently reported via asr on mentor report submission number asr-(B)(4). However, on (B)(4) 2018, mentor was made aware that capsular contracture on the patient¿s left side was discovered intraoperatively. Since this event was reported to mentor after 1/1/2018, mentor is no longer eligible to submit this event via asr. Thus, it will be reported as a 30-day MDR with an awareness date of 1/31/2018.

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the device was returned to mentor without fluid inside. White foreign material was observed within the device, and no material was observed on shell surface. The device had creases on both aspects. No other anomalies were observed. The product evaluation team concluded that the creases occurred sometime after the removal of the device from its protective packaging. A root cause failure analysis will not be conducted, since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is a result of the body¿s physiological response to the implantation of a foreign object in soft tissue, and is a known complication associated with these devices, as referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).